Manufacturer narrative:
The main arm assembly was returned to tosoh instrument service center for investigation. Visual inspection confirmed the main arm assembly was damaged and could not be tested. The most probable cause of the reported event was due to the faulty main arm assembly.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was not able to reproduce the error due to intermittent level sensing. Fse verified the eki board level sense parameters and it was within range. As a precaution, fse replaced the eki board, adjusted the parameter and verified proper operation. The next day, the customer informed fse error 2075 air detected during specimen suction by main arm reoccurred. Fse returned to site and replaced the main arm assembly and performed all adjustments on the main arm, verified proper operation. Fse repaired and validated the analyzer by successfully performing quality control run without error and within package insert ranges. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (2075) air detected during specimen suction by main arm. Cause: after specimen suction, it was determined that the tip failed to touch the liquid surface even though the specimen level was 2 mm or higher than the bottom of the container. If retry fails, the measurement result will be flagged (mf flag). Solution: ensure that the specimen is in the correct position and is free from bubbles. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty main arm assembly.

Event description:
A customer reported error message ¿2075 air detected during specimen suction by main arm¿ on the aia-2000 analyzer. The customer stated the error occurred with all specimens and no bubbles were present, and sufficient specimen quantity. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.